Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, caller reported infusion set cannula remained in patient's body when the infusion set was removed. The site of insertion was abdomen. The issue occured with in three hours of insertion and the patient was hospitalized. No further information available.